Event description:
The reporter stated that she had gotten the er1 message occasionally, and that she retests until she gets a number reading. The lifescan rep advised her regarding comparison of the confirmation dot with the color chart on the test strip vial and the use of control solution.